Manufacturer narrative:
Twp potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6319423 medical device expiration date: 2021-11-30  device manufacture date: 2016-12-09 medical device lot #:6319425 medical device expiration date: 2021-11-30 device manufacture date: 2016-12-13 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a health worker found several ¿loose foreign matter¿ on the needle of a bd hypoint¿ hypodermic needle when he checked the needle before injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: hypiont batch 6319425 was reviewed and found 2 pieces with similar defects. (White fm <0.1mm) detected on cannula during outgoing inspection. Passed aql 1.5%, acc21 rej22. No similar defect was found in-process and outgoing inspection. No notification was raised for this defect. Based on DHR review, there are no abnormalities that would contribute to the non-conformance. Bd received a sample and 3 photos for evaluation. The foreign matter (fm) observed on the returned sample are observed to be polypropylene. Returned sample was sent for ftir and found to be propylene. The size of the fm are measured and observed to be less than 0.05mm2. Rejected fm size are ranged from 0.05mm2. The fm observed are less than 0.05mm2 which are acceptable. Conclusion: based on the evaluation, there are no abnormalities that would contribute to non-conformance. No corrective action is required at this time.